Manufacturer narrative:
This case is complete. Upon further information this investigation will be updated.

Event description:
It was reported that this patient as hospitalized after bradycardia therapy was inhibited due to minute ventilation oversensing on the right ventricular lead. No abnormal measurements were noted on the competitor lead. The minute ventilation sensor will be disabled and the patients device will be reprogrammed. No adverse patient effects were reported.